Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. How much blood loss was there (mls)? How was the bleeding controlled? Were any blood products given? How was the procedure completed? Was there any change in the post-operative care of the patient due to the event? If yes, please describe.

Event description:
It was reported that during a laparoscopic cholecystectomy, the doctor fired the clip applier on the first firing, across a vessel, heard a crunching noise when fired but the clip didn't deploy. The device cut the vessel, resulting in an unknown amount of blood loss. It wasn't known if blood products were needed or how the bleeding was controlled. It was not reported how the procedure was completed. There were no other patient consequences reported.

Manufacturer narrative:
(B)(4). Batch # p94h08. Device analysis: the analysis results found that the el5ml device was returned with no damage in the external components and 2 clip jammed inside the shaft. The clips were removed in order to perform functional testing. In an attempt to replicate the reported event, the device was tested for functionality. Upon testing, the device was fired and the clips did not advance into the jaw. The device was noted to have the tip of the advancer bent. The instrument was disassembled, upon disassembly the advancer was confirmed to be bent and 12 clips were found inside clip track. Please note that prior to loading a clip in the jaws, ensure that the demarcation between the jaws and the device shaft is past the end of the trocar cannula. Additionally, excessively applying a side load to the jaws, causing them to partially collapse could result in a clip malformation. The device jaws should be fully open and parallel upon initiating the firing of the device. The reported complaint was confirmed. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Additional information requested and received: according to the surgeon, the clip applier was fired and instead of a clip being dispensed and clipping the artery, the artery was cut. The surgeon states that there was immediately blood loss totaling about 250ml and the ¿stump¿ of artery could not quickly be identified to achieve hemostasis. A new clip applier was opened. She used snow in the area. Once the artery stump was identified and could be cauterized and clipped, the bleeding was controlled and evicel was used at the end of the case as well. The patient was admitted instead of an same day discharge as planned. The patient was discharged the next day with no further events.